Event description:
Iv3000 dressing covers son's infusion set. Sometimes the dressing and the infusion set falls off. When the infusion set has fallen off patient's blood sugar has not gone up. The dressing failure does not seem to be related to wetness of any kind. Outcome attributed to adverse event: dressing and infusion set dislodged.

Manufacturer narrative:
Evaluation summary: for lot 0603, the manufacturing records were reviewed, and no faults were documented for the relevant batch of materials. The monitoring samples were reviewed and found within specifications for adhesion to steel and adhesive mass weight testing. A review of the current product risk assessment has been performed to document the risk associated with using iv3000 in conjunction with insulin delivery systems. The labeling on the package was reviewed. Although the instructions for use were considered adequate, the labeling for instructions for use was revised. For non ce marked product, the instructions for use were included in the product since the beginning of 2006, and the artwork on the carton was revised as of january 3, 2006. For ce marked product, the current instructions were revised 3/31/06. The IFU includes instructions for application, indications and precautions. The precaution included statements to address stacking of dressing and periodic monitoring of catheter site, especially if site becomes wet. Assessment of the returned samples is pending and will be provided in a supplement report. Add'l lot#: 0622